Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6), 2023 and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
This report is submitted on august 24, 2023.

Manufacturer narrative:
This report is submitted on december 14, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device and subsequent loss of connection to the internal device. Reprogramming attempts were made, however, the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.